Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the haptic tore off while advancing. The lens was not implanted and there was no pt contact or injury. It was stated that the cause of the lens damage was unk. The contact could not recall the model and lot numbers of the cartridge and injector used.